Event description:
It was reported that patient only had relief for a day or two after he implant. Urinary issues are worse than before. Patient had to use bathroom every 15 minutes. Patient was using program 1 at 6.0v and increased to 7.40v, which appears to be the upper limit. Medtronic representative helped to adjust parameters with patient programmer. Patient changed to program 2 and felt stimulation at 4.50v, but increased to 4.7v. Patient had a stroke before received implant. Additional information received reported that patient had concerns with the device or therapy but had not sought further help. Additional information received reported that patient had high blood pressure. Patient reported that blood pressure had gone very high up since program was changed increasing stimulation. Patient was at hospital the night before this report. In addition, patient reported loss of therapeutic effect while stimulation is on. Patient had to get up 8 to 9 times at night and had to use the bathroom every 10 to 30 minutes in a day. Patient stated stimulation worked at the beginning, around 60% recovery. No fall or trauma was reported. Medtronic representative helped to adjust parameters with patient programmer. Program 2 at 4.7v was changed to program 3 at 2.5v. Patient felt stimulation in the leg below the knee. Patient was having difficulty synching patient programmer with device.

Manufacturer narrative:
Product ID 3889-28, lot # va00hvx, implanted: (B)(6) 2012, product type lead.